Event description:
It was reported by the customer that during use, the intra-aortic balloon (iab) malfunctioned. The gas loss in circuit alarm was present. No patient harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that was unable to duplicate issue on the iabp, the pump was tested and performed as intended. The fse reported possible kink in the balloon catheter. It is unknown whether a getinge balloon was used (asked and unknown).

Manufacturer narrative:
Gas loss in iab circuit: definition: helium loss due to leak or diffusion; alarm triggers if loss > 5 cc/hr. Conditions: inflation >= 80 ms, deflation >= 250 ms. Causes: 1. Leak or blood in catheter/balloon/tubing 2. Kinks or occlusions. Definition: detected increase in shuttle gas; alarm triggers if gain > 5 cc vs last autofill. Conditions: inflation >= 80 ms, deflation >= 250 ms. Causes: 1. Catheter occlusion/restriction. Alarm response system vents and deflates balloon. Occurs in all operational modes. Contraindications (do not use pump if) severe aortic valve insufficiency abdominal/aortic aneurysm advanced calcific disease or severe peripheral vascular disease severe obesity or groin scarring (avoid sheath less insertion). Alarm mitigation if no leaks, occlusions, or device issues: perform manual iab fill. Iab fill key hold for 2 sec: autofill process: purges/replaces helium recalibrates fiber-optic iab. Monitoring & investigation monthly trend review; triggers discussed in metrics meeting. No CAPA/cr/scar needed if no malfunction found. Cause likely leaks or catheter occlusions/restrictions. Ufmea & labeling failure mode: user does not press fill key. IFU and labeling provide corrective steps for alarms. Conclusion no escalation needed; risk within acceptable limits. Device not released as non-conforming or counterfeit.